Manufacturer narrative:
(B)(4). Initial reporter additional phone number: (B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set experienced no flow. The reporter stated that there was an issue with the primary set connected to the catheter extension set where the patient did not get the correct dosage. This occurred in the anesthesiology department during infusion of multiple vasopressors and other medications. The patient's blood pressure dropped but recovered. There was medical intervention required as the patient was not receiving the vasopressors. The reporter stated that they had to restart the IV. Additional information was requested and is not available.